Manufacturer narrative:
The device was not returned to zoll medical corp for evaluation. The internal handles were returned for evaluation under medwatch number 1220908-2014-00810. The internal handles passed testing and showed no discrepancies that would contribute to the customer's report. The customer stated that they have isolated the failure to the multi-function cable used during the event. However this could not be firmly established as the multi-function cable was discarded at the customer's site. This report has been closed as no sample returned for investigation. Please also refer to medwatch report 1220908-2014-02052 for a similar claim using the same device and internal handle set. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a pt the device failed to discharge via internal handles. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Please reference medwatch reports 1220908-2014-00810 and 1220908-2014-02052 for similar events reported form the same customer.